Manufacturer narrative:
The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Event description:
The manufacturer received information alleging a pressure alarm was not working. There was no report of patient harm or injury.